Event description:
Falsely elevated troponin I results were obtained on 14 patients' samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. Some of the patients were admitted to the hospital. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.